Event description:
The customer reported that the system displayed a 'burning casing-tube overheating' error message and the system was unusable. Total loss of functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a temperature sensor. The system operates as intended.